Event description:
It was reported that during a follow-up, diagnostics revealed that tachy episodes were not correctly treated by the device due to a possible hv circuit damage. It seems that the device shocked into low impedance. The device was explanted and the concomitant lead remains implanted.